Event description:
It was reported that dissection occurred. The target lesion was located in left anterior descending artery. A 2.50 x 48mm synergy xd drug-eluting stent was advanced and deployed. After post dilatation of the stent, a proximal edge flow-limiting dissection was noted. The dissection was covered with a 2.75 x15 mm non-boston scientific stent and the procedure was completed. No further patient complications were noted, and the patient fully recovered and was stable post procedure.

Manufacturer narrative:
E1: initial reporter address: (B)(6).